Manufacturer narrative:
E3-non health care professional; e2-no based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** ¦endoscope image disappearance and freezing (warning) ¿do not strike or drop this product. Water leakage may destroy the electrical circuitry inside the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject camera head exhibited flooding of connector (rating plate) and corrosion of the free lock lever. There were no reports of patient involvement.